Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: each sizer is supplied sterile in a sealed, double package. Sterility of the sizer is maintained only if the packages, including the package seals, are intact. Do not use the product if the packages or seals have been damaged. Do not use damaged or contaminated re-sterilizable sizers.

Event description:
Company representative reported the doctor opened a resterilizable sizer and noticed the device "had particles like grit all over it". The device was washed and used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis results: visual analysis of the returned device identified: no unusual conditions and no particles as described in the original report. Visual analysis also identified flat crease and weight to the spec. A cloudy appearance and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no unusual conditions were observed.

Event description:
Company representative reported the doctor opened a resterilizable sizer and noticed the device "had particles like grit all over it". The device was washed and used.